Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
When he got out of his car, the patient's knee didn't lock up. Fall with sutures to the jaw. The patient falls out of the vehicle. The knee collapses without blocking. Patient hit his jaw when he fell, 14 stitches.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
When he got out of his car, the patient's knee didn't lock up. Fall with sutures to the jaw.